Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:03. Weekly pace lead impedance trend data shows varying impedance and an abrupt increase for max rv pace= 512 to 1792 ohms peak, between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that there was one time spike on the lead impedance. The lead is still in use. No patient complications have been reported as a result of this event.